Event description:
It was reported that the patient thought ¿he came down on his incision site¿ and ¿shifted his device.¿ it was reportedly causing the patient "some" pain and discomfort. It was still in that ¿shifted position¿ at the time of the report. Stimulation amplitude was at 1.9v on program 2 at the time of the report. The reporter indicated that the patient was not adequately trained on using the device. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Event description:
It was reported that the patient felt pain in their right hip and it had been since implant. The pain was not near the implantable neurostimulator (ins) and the patient inquired if it could be nerve damage.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 889-28, lot # va09hd8, implanted: (B)(6) 2013, product type lead. (B)(4).